Event description:
It was reported the wand cable connector at times must be wiggled to establish communications. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the radiofrequency (rf) head connector was loose, the programmer needs the link electronic module (lem) circuit board replaced. Concomitant medical products: product ID 2067l rf (radio frequency) head. (B)(4).